Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges pain, discomfort, and metallosis. Update 5/13/2016- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported severe pain, significant limp, extreme fatigue, sleeplessness, ringing in ears, intense headache, diminished concentration capacity, inability to engage in recreational activities of choice, vertigo feelings, metallosis, mobility restricted, and positional restrictions. Medical records reported MRI results of fluid collection and pain. Revision surgical report noted decreased range of motion, significantly elevated metal ion levels, cultures negative, grayish slightly cloudy fluid, diffuse metal debris, acute inflammation, and significant corrosion at trunnion. Stem added for elevated metal ions with lab results greater than 7 parts per billion. Part/lot updated.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.